Event description:
It was reported via merlin.net transmission that an asymptomatic patient device had non-sustained lead noise episodes due to post-paced t-wave oversensing. Sensing latency between the near-field and the far-field resulted in non-sustained lead noise episodes. Reprogramming was recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.